Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. It was unknown whether there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. It was confirmed that the section of the device where the foreign material was found showed no deformation. The instruction manual states the detection method associated with the event in instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3,¿preparation and inspection¿ and preventive measures associated with the event in instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.